Event description:
A hospital in (B)(6) reported via a distributor that water leaked from an mr210 adult humidification chamber during use and that there was a crack at the base of the chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: one complaint mr210 humidification chamber was returned to fisher & paykel healthcare (B)(4) and visually inspected for cracks. Results: the visual inspection revealed that the chamber had a small stress crack along the base of the dome. A lot check revealed no other complaints for lot number 100925. Conclusion: based on the location of the crack, it is likely that stress in the moulded dome caused the dome to crack during the base rolling process and these cracks were not noticed by the operator during the visual inspection before packing. It is likely that the crack developed in size due to transport and storage. Every mr210 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. As part of our ongoing product improvement initiatives, the nozzle of the moulder has been replaced to reduce the stress in the moulded mr210 dome.